Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements, measuring at 3000 ohms on right ventricular (rv) channel. There was no noise noted. The plan was to monitor lead and to check on lead integrity issue. This device and lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).